Event description:
It was reported to boston scientific (bsc) in 2006 that a customer had problems with a guidewire during introduction. According to the customer: "customer felt a lot of friction upon introducing the guidewire (device in question) through the 3-way and the (bsc) catheter. Customer removed the guidewire (device in question) and noticed what he believes is some coating that came off the guidewire (device in question) and chose a different bsc guidewire and was able to successfully compete the procedure." No patient complications were reported. This event occurred outside the patient.

Manufacturer narrative:
G5. All manufacturers: PMA/510(k) #: k023700, k002907. The device in question was returned to the manufacturer on 11/27/2006 for evalution. An investigation on the device in question has been initiated. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becoms available, a supplemental report will follow.